Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several months post system implant, the patient presented with a fever. An echocardiogram confirmed aortic valve vegetation and bacterial endocarditis. As a result, the entire system was explanted and discarded. No new system implant to date.